Manufacturer narrative:
A further investigation (fi) review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare professional reported a left side ¿infection". Device has been explanted.

Manufacturer narrative:
The event of hematoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, corrected, and/or changed data: b.5., h.6.

Event description:
Healthcare professional reported a left side "hematoma." Healthcare professional additionally reported the event of "second degree infection," this event is not related to the device.